Event description:
It was reported that during an unknown procedure, the cartridge pan was detached when a nurse intended to change the cartridge. The cartridge pan was on the cartridge jaw. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60a device was returned with no visual non-conformances and with two ecr60d cartridge reloads present. The cartridge (b) was received fully fired and in good visual condition. The cartridge (c) was received fully fired and with the cartridge pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).